Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo catheter was returned for evaluation. Two radiographic images and a photograph were returned for evaluation. An initial visual observation of the returned catheter showed use residues throughout the device. Two circumferentially aligned kinks were observed along the catheter, one at the 20 cm depth marker and the other between the 21 cm and 22 cm depth markers. The first radiographic image was a coned down ap chest radiograph. A definitive line was not demonstrated in the image, but the image was difficult to interpret. The second radiographic image was a coned down right-side chest radiograph. The catheter appeared to be looped within the arm region. However, the catheter may have appeared to be looped due to the angle giving an overlapping appearance. There was definitive proof of at least one kink in the proximal section of the catheter shaft. The returned photograph was of the powerpicc catheter shaft tubing after explantation. The catheter was held in a looped position. The catheter tubing was seen collapsing into a kinked shape memory in two locations along the loop. Although functional testing could not be conducted without the physical sample, the severity of the kinks seen in the photograph would likely cause the reported catheter patency issues. A functional test of attempting to infuse and aspirate water into the catheter using a 12 ml syringe revealed the catheter was patent to infusion and aspirated as intended. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaking along the catheter a microscopic observation revealed each kink to have an elliptical along the catheter tubing and ¿c¿ shaped impressions leading into each kink site. No additional damage was observed along the catheter shaft. The root cause of the kinks could not be determined. It is possible that catheter placement (e.g. Steep insertion angle), catheter securement, or other unknown factors may have contributed to the reported occurrence. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported short PICC line placed on (B)(6) 2025. Found to be not flushing/bleeding back and x-ray showed PICC had looped and kinked possibly as a result of the loop. PICC line was removed on (B)(6) 2025. Originally placed in brachial and the tip was left in the upper right svc at length 36 cm with 6 cm external. PICC line was rinsed after removal and showed no signs of a fracture. No harm to patient.